Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Pt implanted with lcp broad plate and 8 locking head screws on (B)(6) 2011 for a left femur shaft fracture. Plate noted as broken on (B)(6) 2012. X-rays taken (B)(6) 2012. Pt revised to a nail on (B)(6) 2012.